Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that after a half hour of use, the device jaws would no longer open. The surgeon cauterized the tissue around the unit to remove the device. Another device was used to complete the procedure without incident. There was no blood loss and no pt injury.